Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the self-adhesive of the infusion set did not stick correctly and this resulted in insulin leakage. The customer got a scratch on her stomach when the infusion set became dislodged from her body. No adverse event was reported. The alleged product was requested for evaluation.